Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received pump error alarm. Customer blood glucose was unknown. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The motor found with traces of corrosion per visual inspection.